Manufacturer narrative:
(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the malfunction were identified.

Event description:
It was reported that the patient complained about dysphagia. Product was explanted. No further information was provided.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Patient had all test and all resulted in the normal range. Small hiatal hernia. On what date did the implant take place? (B)(6) 2022. When using the linx sizing device what technique was used to determine the size? Used via the IFU. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunosuppressive drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Mild dysphagia, mostly gerd. How severe was the dysphagia/odynophagia before intervention? Moderate. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes and yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Upper gi study prior to removal showed esophageal dysmotility. Besides the reported dysphagia, what was the reason for removal of the linx device? Finding of upper gi esophageal dysmotility. Was the device found in the correct position/geometry at the time of removal? Correct position. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.